Event description:
Revision occurred approximately 7 weeks after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 40 mm + 3 humeral stability cup and 9 mm spacer explanted. These parts were replaced with a 40 mm + 9 humeral stability cup and 9 mm spacer.

Manufacturer narrative:
Revision occurred after 7 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.